Event description:
Reporter indicated that the pt wanted the ncp system explanted because it did not work for them and was uncomfortable when it was programmed to off. The physician indicated that the lead had malfunctioned. Further f/u revealed that lead malfunction was suspected due to results of recent lead test (date and results unknown). The ncp system was explanted. Attempts to obtain add'l info have been unsuccessful to date.